Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was implanted five months ago and is now nearing elective replacement indicator (eri) and showing one year longevity remaining. Pacing outputs were programmed low and the patient has only received one shock and one episode with anti-tachycardia pacing (atp). The device is using a high percent of power compared to nominals. Boston scientific technical services (ts) discussed the device is either leaking current or otherwise draining the battery faster than it should at the given operating parameters and recommended a device replacement. A device memory download was performed. Engineering analysis confirmed that starting sometime in (B)(6) 2012, this device began experiencing an elevated and abnormal power draw. Normal impedances and reasonable pacing amplitudes were noted, however the device is not functioning appropriately. Engineers were unable to determine the root cause, however confirmed the power levels were increasing slowly and the projected remaining longevity was accurate. Engineers recommend replacement as abrupt changes in the behavior could threaten the device's ability to deliver therapy.

Event description:
--

Manufacturer narrative:
Ten days later the device was explanted and replaced. The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device's internal diagnostics indicated that the battery voltage was lower than expected. The device casing was then opened and an internal visual inspection noted no irregularities. An external power source was then connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Manufacturer narrative:
Once the device is explanted, it is expected to be returned for analysis. This report will be updated upon return and completion of analysis.